Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four days post deployment, a ventilation¿perfusion scan showed acute bilateral pulmonary embolism. Around three days later, the patient was diagnosed with pulmonary embolus. There was thrombus identified within the central portion of the filter. Around six years and nine months later, a computed tomography of abdomen and pelvis showed that a right posterolateral limb of the filter abutted the medial margin of the right ureter. Around five years and seven months later, an x-ray of thoracic spine showed the filter with probable strut fragments located within the region of the right lower lobe pulmonary artery and left internal iliac vein. Also, the fragments in the left pelvis and in the region of left internal iliac vein were seen on prior study. The next day, a computed tomography of chest demonstrated a tiny metallic filter strut present in the right middle lobe and in the left lower lobe. One day later, an x-ray of abdomen showed that there was a v-shaped metallic density overlaid the left hemipelvis. An x-ray of chest showed that there were small linear metallic radiodensities within the left lower lobe and right middle lobe, consistent with struts from the filter. Around two days later, a computed tomography of abdomen and pelvis showed that there were three less struts on the filter and a wire density was within the left side of the pelvis. Around six days later, an x-ray of pelvis showed that there was a branching metallic foreign body overlaid the left hemipelvis. Also that there was a fractured strut into the upper aspect of the l4 vertebral body. An x-ray of lumbar spine showed that there was a branching metallic radiopaque foreign body overlaid the left hemipelvis. There was a fractured strut which was embedded within the ventral aspect of the right aspect of the l4 vertebral body. An x-ray of thoracic spine showed that there were linear metallic densities overlaid the mid to lower portions of the lungs consistent with metallic fragments of filter. Around ten days later, an x-ray of abdomen showed strut fragments overlaid the right lower lung zone and left midlung zone. Around one week later, the illness history mentioned that the filter was deteriorated and limbs of it were left the vena cava. Also, a computed tomography showed one of the displaced limbs as being in the pelvic area. Around one month later, an x-ray of pelvis showed fractured strut of filter, projected over superior border of l4. An x-ray of chest showed linear metallic densities in both mid lung fields. An x-ray of abdomen showed that some of the struts appeared to be deformed the left side of the filter. The study also showed that there was a v-shaped density on the left side of the true pelvis. Around one month later, computed tomographic study showed that filter limbs have fractured and embolized to both lung bases and two were in internal iliac vein in pelvis. Also, the filter itself tilted and the limbs were bent. Around one month later, a computed tomography of abdomen and pelvis showed one of the larger, lower struts fractured and in the left hemipelvis. Also, there was some perforation of the limbs through the ivc wall without obvious direct involvement of adjacent structures. Around one month later, the filter was removed. A cook tulip retrieval system was used in attempt to remove the filter. Although the apex of the filter could be accessed and pulled up to the sheath, the sheath would not go over the apex side-oriented snare. Therefore, the tulip snare was exchanged for the 6-french ensnare system which successfully engaged the apex from the top with the filter then being removed completely without further incident. Finally, removal of the filter demonstrated the fourth portion of the remaining filter to have been removed. Post removal evaluation confirmed the filter was seen with four upper arms and five limbs instead of the normal six upper and six lower webs. Around ten months later, an x-ray of chest showed that there have been no changes in metallic foreign bodies within the lungs consistent with the fractured filter. Also, this included a l-shaped metallic foreign body overlaid the right lower lung lobe and a linear metallic foreign body overlaid the superior segment of the left lower lobe. An x-ray of pelvis showed an l-shaped metallic structure overlaid the left hemipelvis. An x-ray of abdomen showed that there was a l-shaped metallic structure overlaid the left hemipelvis. Around eight months later, an x-ray of abdomen showed that there has been no change in a metallic linear radiopaque foreign body overlaid the left hemipelvis. An x-ray of pelvis showed that there has been no change in a metallic foreign body overlaid the left hemipelvis consistent with a fractured filter struts. An x-ray of chest showed that there has been no change in fractured struts from the filter within the right middle lobe and superior segment of the left lower lobe. Around eleven months later, an x-ray of chest showed linear radiopaque, metallic densities in the lower and left midlung zone, as well as left hemipelvis. Around three days later, a computed tomography of abdomen and pelvis showed that there was a linear radiopaque focus within the left hemipelvis. Around three months later, an x-ray of chest showed an angulated metallic foreign body in the right infra hilar regions and a straight linear foreign body in the periphery of the left mid lung. Around four months later, a computed tomography of chest showed that there were tiny linear metallic foreign bodies involving left upper lobe and right lower lobe. Around one year later, an x-ray of chest showed that there was no change in a metallic strut within the right lower lobe and a linear strut overlying the lingual. An x-ray of lumbar spine showed that there was a metallic strut overlying the left hemipelvis as before. Therefore, the investigation is confirmed for filter tilt, material deformation of filter, filter limb detachment, perforation of inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d10, g3, h6(patient, device, method, conclusion). H11: b3, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs .the device was removed percutaneously. It was further reported that the detached strut retained in pulmonary artery in the lower left lobe, right middle lobe and between sigmoid colon and left side of lower uterine body; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years post filter deployment, CT revealed a tiny metallic inferior vena cava filter strut in the right middle lobe and in the left lower lobe. The patient had a history of chest pain. Outside radiographs revealed inferior vena cava filter strut fragments in the region of the right lower lobe pulmonary artery. Subsequently CT performed next day revealed metallic ivc filter struts lodged within small pulmonary artery branches in the left lower lobe and right middle lobe. Surgical clips were seen within the right upper quadrant of the abdomen and there was a partially visualized ivc filter. Approximately a few days later, it was noted that the apex of the filter was at the top of l3 and the filter had three less struts. One of the wire struts from the inferior caval filter was located between the sigmoid colon and left lower uterine body. Approximately few days later, CT revealed there was a fractured strut which was embedded within the ventral aspect of the right aspect the l4 vertebral body. Approximately six months later, CT revealed ivc filter in place in the infra renal ivc with one of the larger, lower struts fractured and in the left hemi pelvis and there was some perforation of the limbs through the ivc wall without obvious direct involvement of adjacent structures. Eventually, patient presented for filter retrieval. Coaxially, initially a cook tulip retrievable system was used in attempt to remove the filter. Although the apex of the filter could be accessed and pulled up to the sheath, the sheath would not go over the apex side-oriented snare. Therefore, the tulip snare was exchanged for the 6 french ensnare system which successfully engaged the apex from the top with the filter then being removed completely without further incident. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs . The device was removed percutaneously. It was further reported that the detached strut retained in pulmonary artery in the lower left lobe, right middle lobe and between sigmoid colon and left side of lower uterine body; however, the current status of the patient is unknown.